Event description:
The customer reported that the system displayed a generator error. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep performed a filament duty cycle calibration and the xray tube needs to be replaced.